Event description:
A false positive advia centaur xp troponin ultra result was obtained on a patient sample and considered discordant when compared to repeat testing. The patient sample was repeated on an alternate advia centaur and the results were negative. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse cleaned aspiration probes and performed preventive maintenance. The fse found no issues that may have caused the discordant result. Quality controls were within range. The cause for the discordant advia centaur xp troponin ultra result is unknown. No conclusion can be drawn. The instrument is performing within specification. The instruction for use under the summary and explanation of the test section states the following: "always analyze tni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of tni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi."